Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) trial it was reported that stent restenosis occurred. In (B)(6) 2016 the target lesion located in the right proximal to mid superficial femoral artery (sfa) had 100% stenosis, reference vessel diameter of 6 mm, length of 130 mm and classified as a tasc ii b lesion. The target lesion was treated with sc 1.6 mm and xc 2.1/ 3.0 mm jetstream catheters. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 0% final residual stenosis. Four days later the patient was discharged on aspirin. In (B)(6) 2016, 157 days post index procedure, during the protocol specific scheduled 6 month follow-up visit, the patient complained of pain in the right lower leg while walking for about 5 mins. A leg artery ultrasound was performed which revealed re-occlusion in right sfa with about 30 mm stenosis in the distal region. Eight days later the patient was hospitalized for the treatment of the right sfa stenosis. 166 days post index procedure, the 99% stenosis (lesion length 180 mm with reference diameter of 6 mm) in the right ostial to mid sfa was treated with percutaneous transluminal angioplasty (pta) using a 5x150mm non bsc balloon followed by the placement of a 7x150mm non bsc stent in mid sfa and a 8x100mm innova stent in proximal sfa, with 0% final residual stenosis. Post percutaneous peripheral intervention and balloon therapy of right sfa, a partial dissection was noted. Two days later, the event was considered recovered/resolved and the patient was discharged on the same day on aspirin. On (B)(6) 2017, during the patient¿s 12 month follow up, duplex ultrasound core lab revealed stent restenosis of the 8x100mm innova stent in proximal sfa.